Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, cervical dysplasia, cesarean section, endometriosis and uterine prolapse. Previously administered products included for an unreported indication: zofran from (B)(6) 2010 to (B)(6) 2010, lortab from (B)(6) 2010 to (B)(6) 2010, ambien from (B)(6) 2010 to (B)(6) 2010, phenergan from 2000 to (B)(6) 2010, zyrtec from (B)(6) 2010 to (B)(6) 2010, percocet from (B)(6) 2010 to (B)(6) 2010, reglan from (B)(6) 2010 to (B)(6) 2010 and prenavite fc. Concurrent conditions included irritable mood, libido decreased, mood change, irritability, carcinoma in situ of cervix, uterovaginal prolapse, sulfonamide allergy (sulfonamides), allergy to antibiotic, nicotine dependence, cigarette smoker and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as bupropion hydrochloride (wellbutrin). On 24-jan-2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Smear cervix - on (B)(6) 2011: atypical squamous cells and positive high-risk hpv. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia. Lot number: 789036 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus'), device dislocation ('device migration') and device breakage ('device breakage') in a 36-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, cervical dysplasia, cesarean section, endometriosis and uterine prolapse. Previously administered products included for an unreported indication: zofran from (B)(6) 2010 to (B)(6) 2010, lortab from (B)(6) 2010 to (B)(6) 2010, ambien from (B)(6) 2010 to (B)(6) 2010, phenergan from 2000 to (B)(6) 2010, zyrtec from (B)(6) 2010 to (B)(6) 2010, percocet from (B)(6) 2010 to (B)(6) 2010, reglan from (B)(6) 2010 to (B)(6) 2010 and prenavite fc. Concurrent conditions included irritable mood, libido decreased, mood change, irritability, carcinoma in situ of cervix, uterovaginal prolapse, sulfonamide allergy (sulfonamides), allergy to antibiotic, nicotine dependence, cigarette smoker and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as bupropion hydrochloride (wellbutrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy and laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Smear cervix - on (B)(6) 2011: atypical squamous cells and positive high-risk hpv. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia. Lot number: 789036 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event added-fracture -device breakage, and device migration.outcome for event pain updated from recovering resolving to recovered resolved. And for bleeding from unknown to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus'), device dislocation ('device migration') and device breakage ('device breakage') in a 36-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, cervical dysplasia, cesarean section, endometriosis and uterine prolapse. Previously administered products included for an unreported indication: zofran from (B)(6) 2010, lortab from (B)(6) 2010, ambien from (B)(6) 2010, phenergan from 2000 to (B)(6) 2010, zyrtec from (B)(6) 2010, percocet from (B)(6) 2010, reglan from (B)(6) 2010 and prenavite fc. Concurrent conditions included irritable mood, libido decreased, mood change, irritability, carcinoma in situ of cervix, uterovaginal prolapse, sulfonamide allergy (sulfonamides), allergy to antibiotic, nicotine dependence, cigarette smoker and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as bupropion hydrochloride (wellbutrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy and laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Smear cervix - on (B)(6) 2011: atypical squamous cells and positive high-risk hpv. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia. Lot number: 789036, manufacture date: 2010-10, expiration date: 2013-10. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') in a (B)(6)-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, cervical dysplasia, cesarean section, endometriosis and uterine prolapse. Previously administered products included for an unreported indication: zofran from (B)(6) 2010, lortab from (B)(6) 2010, ambien from (B)(6) 2010, phenergan from 2000 to (B)(6) 2010, zyrtec from (B)(6) 2010, percocet from (B)(6) 2010, reglan from (B)(6) 2010 and prenavite fc. Concurrent conditions included irritable mood, libido decreased, mood change, irritability, carcinoma in situ of cervix, vaginal prolapse, drug allergy (sulfonamides), allergy to antibiotic, nicotine dependence, cigarette smoker and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011 for birth control as well as bupropion hydrochloride (wellbutrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain / pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Smear cervix - on (B)(6) 2011: atypical squamous cells and (B)(6) high-risk (B)(6). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received- events- ¿perforation (uterus)/migration of essure device location of device: uterus, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish¿, medical history, lab data, reporter, historical and concomitant drug added. Event ¿physical pain / pelvic area pain¿ outcome updated to ¿recovering / resolving¿. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.